Event description:
On (B)(6) 2013, it was reported that high impedance was observed on this date (limit output status, dcdc=7). The patient was referred for x-rays and full revision. Full reivision occurred on (B)(6) 2013. Attempts for product return and additional information have been unsuccessful.a battery life calculation shwed 7.21 years remaining.

Event description:
Additional information was received that the patient's device was programmed off on (B)(6) 2013 due to the high impedance. X-rays were taken; however, they have not been provided for review. No patient manipulation or trauma was suspected. The pt's's last known diagnostics were normal (date unknown). Attempts for product return have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.device failure is suspected but did not cause or contribute to a death or serious injury.